Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been to the ER (emergency room) due to stress causing high blood glucose. The patient's blood glucose levels reached 185 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with IV (intravenous) fluids. The patient was released the same day. The pod was worn when seeking medical attention. Additional information was solicited but unavailable.